Event description:
A non-health professional reported that during an intraocular lens (iol) implant procedure, the lens was noted defective. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been three other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).